Event description:
This is a spontaneous report by a consumer with supplemental information from a nurse from the (B)(6) of poor drain (coded as peritoneal dialysis complication) and peritonitis in a patient coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On an unreported date, the patient had poor draining. On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by cloudy dialysate. On (B)(6) 2010, the patient was hospitalized for the peritonitis. During the hospitalization the patient was shifted from continuous ambulatory peritoneal dialysis (capd) to continuous intermittent peritoneal dialysis (cipd). The cause of the peritonitis was not reported. The patient was treated with amikacin (250 mg, every 12 hours, intravenous (IV)). Therapy was ongoing. The peritonitis was ongoing and improved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.